Event description:
Balloon on indwelling catheter could not be deflated by withdrawing fluid. Could also not be deflated using ultrasound guidance. Required cystoscopy to deflate balloon and remove catheter.